Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was noted. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the fiberscope exhibited the bending section cover had come off of the bending section. There was no patient involvement. The report captures the reportable malfunction identified during the olympus device evaluation.